Manufacturer narrative:
Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Device remains implanted.

Event description:
It was reported from the site that on (B)(6) 2016 the patient presented to an out of state emergency room (ER) with increased dizziness lightheadedness dyspnea on exertion, which started in the past 2-3 months and has gotten worse in the past few weeks. The patient also noticed that he had black stool for the past 3 months but no pain, no nausea, and no vomiting. Patient was evaluated at his hometown emergency room which showed severe anemia with hematocrit of 16 and was transferred to another hospital for further evaluation and treatment for possible gastrointestinal (gi) bleed. It was stated that the patient received 2 units of packed red blood cells (rbc) at the outside hospital. The lvad parameters were within normal range except with a decrease in power in the past 2 weeks "which is consistent with decreased flow due to gi bleed". It was further stated that the patient's aspirin and coumadin were on hold until performing the esophagogastroduodenoscopy (egd). No additional information available.